Event description:
It was reported that an asahi sion guide wire had damaged during a percutaneous coronary intervention to treat a mildly calcified, less than 75% stenosed lesion in the right coronary artery. The sion was used as a workhorse wire throughout the intervention. The sion worked very well in the vasculature, without trouble caused by calcifications or other obstacles, until the physician tried to pull out the wire at the end of the procedure. The guide wire was found damaged under fluoroscopy, despite noticeable resistance or trapping by stent struts felt. The procedure itself was successfully completed with a part of the wire staying in the patient. There were no adverse patient effects associated with this event.

Manufacturer narrative:
(B)(4). The sion guide wire was returned for evaluation. Tip separation was confirmed on the returned guide wire. The outer coil was elongated for approximately 22mm from the distal-mid solder that was originally located at 25mm from the tip. The elongated coil had a necked fracture end, attributing to tensile stress. Under the elongated outer coil, the inner coil was exposed and it was also elongated. The inner coil remained in one piece and the inner most core was noted to be fractured inside the inner coil. The inner coil was unraveled to observed the fracture end of the core composed of the straight core wire and twist wire. Fracture ends of both core composing wires were found necked. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that tensile stress generated with wire removal had most likely contributed to the observed separation on the returned sion guide wire. The applied stress would exceed the product design limit when the tip was being caught and restricted its movement likely by the heavily calcified lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.